Event description:
It was reported that over a two week period, the unit began shutting off and having display problems. It was further reported that these issues did arise during cases, but did not cause any pt harm or delay.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.